Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator, the unit displays xdcr fault (transducer fault) alarms. The customer performed transducer calibrations, but the issue was not resolved. The customer reported the exhalation pressure transducer failed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. Transducer calibrations were performed and identified the root cause to be a faulty exhalation differential pressure transducer within the assembly. This issue will be internally investigated within carefusion.